Manufacturer narrative:
Approximate age of device -6 years, 8 months, 26 days. Device evaluation: there are no patient records indicating the patient owned this patient cable or had previous issues that would have warranted the issuing of an ungrounded cable. Additional information provided on 09mar2019 indicated that the hospital did not have any recollection or record of returning any patient cable. During evaluation of the returned cable, the start of conductor breakdown was confirmed. The returned patient cable failed continuity testing due to higher resistance measured across several wires. This higher resistance is indicative of conductor breakdown within the cable. The observed conductor breakdown appeared to be related to fatigue due to repetitive flexing and manipulation during use. The cable was functionally tested with a test controller and mock loop and found to operate as intended during analysis, the higher resistance in the cable did not affect the cable's ability to provide power to the system. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that patient cable was sent back for analysis. No further information was provided.